Manufacturer narrative:
Insulin pump received with minor scratched lcd window, scratched case, keypad overlay texture damage, broken off retainer ring, missing reservoir tube o-ring and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack on the reservoir compartment. Customer's blood glucose was 6.7 mmol/l. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.